Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited ventricular capture management failure. Unstable thresholds during sitting and lying down were observed, possibly due to insufficient fixation within the pocket.  The device was noted to be moving downward within the pocket when the body is raised and little slack was observed. High thresholds were observed due to ventricular capture management failure. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.